Event description:
It was reported by supply chain personnel that a sensation plus intra-aortic balloon catheter (iabc) was inserted in a patient at an undisclosed clinical location. Upon start-up, the cs300 intra-aortic balloon pump (iabp) would only pump a few beats and then would automatically go into standby mode. All connections were checked multiple times and still the iabp switched to standby mode with a low helium alarm. The staff tried changing out the pump twice ¿ both pumps also alarmed ¿low helium¿ but they did not relate the alarms that would have caused an interruption of pumping. This complaint is for the 1st iabp used during this event. The staff did not know which pumps/serial numbers were involved. The getinge support representative requested that the personnel obtain further information and contact her in order to assist in getting the alarm history from the pumps. The getinge representative checked and found that there was no call for emergency clinical assistance from this account. The staff reported that she will attempt to obtain the information on the patient and the involved pumps for the FDA report. It was later reported that after visual inspection of the catheter, the perfusion chief stated that it looked like there were several kinks in the catheter which would be expected as the patient was obese. All three involved pumps were put back into circulation of the facility¿s fleet, without noting the serial number of units involved. The customer stated that the problem was due to defective catheter and balloon. A patient death occurred and has been reported on mfg report# 2249723-2019-00755. This complaint is also related to iabp complaint mfg report# 2249723-2019-00754 and iab complaint mfg report# 2248146-2019-00394. The following report was received via medwatch# (B)(4): ¿alarming iabp (balloon pump) . On arrival, iabp console show leak in system alarm. Checked all the connections multiple times. Whenever we click start on iabp, it works for less than a min then it automatically switch to standby mode. Checked connections multiple times, still the ibap switched to standby mode with the same alarm. Decision was made to remove iabp without removing the sheath in groin in case needed for emergency. Patient coded with refractory vt. Patient expired. Iabp kept stopping. Low helium alarms were occurring. Iabp was stopped and removed. Unclear if this was related to failure of iabp. Nursing staff went through changing 3 consoles. Iabp equipment not sequestered. Catheter available for review.¿.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. To determine which pumps were involved in incident, the fse went thru the fleet of eight pumps to examine the logs for anything that may indicate usage on the date and time in question: near midnight and after on 8-apr-2019 to 9-apr-2019. The fse was able to locate one iabp unit that contained several logs pertaining to the time period for ¿leak in iab circuit¿ and ¿no pressure trigger¿. Thorough checkout and preventative maintenance was performed and no problems were found. The iabp unit passed all diagnostic, safety and functional tests. The iabp unit was returned to the customer for clinical use. There were two other pumps that were in use at the time of the fse¿s visit and were not available to be evaluated.

Event description:
It was reported by supply chain personnel that a sensation plus intra-aortic balloon catheter (iabc) was inserted in a patient at an undisclosed clinical location. Upon start-up, the cs300 intra-aortic balloon pump (iabp) would only pump a few beats and then would automatically go into standby mode. All connections were checked multiple times and still the iabp switched to standby mode with a low helium alarm. The staff tried changing out the pump twice ¿ both pumps also alarmed ¿low helium¿ but they did not relate the alarms that would have caused an interruption of pumping. This complaint is for the 1st iabp used during this event. The staff did not know which pumps/serial numbers were involved. The getinge support representative requested that the personnel obtain further information and contact her in order to assist in getting the alarm history from the pumps. The getinge representative checked and found that there was no call for emergency clinical assistance from this account. The staff reported that she will attempt to obtain the information on the patient and the involved pumps for the FDA report. It was later reported that after visual inspection of the catheter, the perfusion chief stated that it looked like there were several kinks in the catheter which would be expected as the patient was obese. All three involved pumps were put back into circulation of the facility¿s fleet, without noting the serial number of units involved. The customer stated that the problem was due to defective catheter and balloon. A patient death occurred and has been reported on tw# (B)(4). This complaint is related to iabp complaint tw #(B)(4) & iab mfg report# 2248146-2019-00394 (tw# (B)(4)).